Manufacturer narrative:
There was no device malfunction. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. Leg weakness is a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment on the left side to treat a right hand tremor (essential tremor). On the treatment day, the patient exprienced right leg weakness . On (B)(6), at the one week follow up, it was noted that the patient's leg weakness was 10% worse than it had been on the treatment day.the patient was able to walk and had no reported falls, though they had to compensate for impaired dorsiflexion via increased hip flexion.